Event description:
The rptr has not responded to my letter of request and it has been over 60 days since we opened co complaint. We have concluded that the rptr has had plenty of time to resond, and has not.